Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell. The nurse (rn) stated the bag fell off the table and came unhooked. The technical service representative (tsr) explained the air alarm. The tsr advised the rn to cycle power to get the se 2367 alarm. The rn confirmed to start over with a new setup. On (B)(6) 2010 product surveillance spoke with the rn who stated there was no problem with the set up or the supplies. The rn stated there was no problem with the machine. The rn was not aware of any adverse events from this incident. The rn could not provide detail as to how the bag fell. The product was discarded and companion sample or lot information was not available. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.